Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to inappropriate shock. Upon review, the patient had ventricular tachycardia (vt) below the rate cutoff (rco). The rate increased to the monitor only (mo) zone and up to the ventricular fibrillation (vf) zone. Quick charge diverted the shock, but the device charged when the patient went back into vt and the shock was delivered after the rhythm had already broken. Technical services (ts) noted that this was normal device operation, as the device will not divert shocks twice in a row. The patient was having paroxysms of ventricular arrhythmias. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.